Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download does not confirm complaint,but does show that a low alert was acknowledged and the patient remained past the low alert setting. This could be perceived as intermittent vibration. Vibrator does work,it is felt(without intermittence) when receiver is turned on,when 'try it','fixed low' is done,and when vibrator is tested with communication tool. Receiver passed all relevant tests on functional test statio. Opened receiver,passed internal visual inspection. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.